Event description:
It was reported that this pacemaker exhibited noise signals. Technical services (ts) was consulted and explained it looked like electromagnetic interference (emi) but was not confirmed. Ts noted one oversensing beat. The device remains in service. No adverse patient effects were reported. Additional information obtained, the device will continue to be monitor.

Event description:
It was reported that this pacemaker exhibited noise signals. Technical services (ts) was consulted and explained it looked like electromagnetic interference (emi) but was not confirmed. Ts noted one oversensing beat. The device remains in service. No adverse patient effects were reported.